Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as broken instrument, damaged in theatre.

Event description:
Additional information received: a. Which part of the pinn straight cup impactor broke? Strike plate at the end. B. Did it break into two or more pieces? If yes fragment removed from patient? 2 pieces- piece is 3cm thick and 6cm in diameter-not in patient. C. Was there any surgical delay? If yes, what was the duration of the delay? 5 mins for new tray. D. Can you please provide the lot number of the reported product? No instrument sent to the hub ssd. E. Can you please clarify what do you mean by ¿damaged¿? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction.- end sheard off.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.